Event description:
It was reported that during preparation for a coronary stent procedure, a foreign object was found on the stent. During the preparation for the stenting procedure, the package was opened and it was noticed that there was a foreign fiber on the stnet. No pt injuries or complications were reported.